Manufacturer narrative:
(B)(4). Batch # 998a86. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the left side fully fired, and the right site partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 998a86, and no non-conformances were identified.

Event description:
It was reported rep that during a laparoscopic sleeve gastrectomy, surgeon fired a plee60a on a green reload, staples were only deployed on the left half of the staple line and thus did not form a proper b shape on the right side. Stapler continued to cut without being able to seal due to the lack of ability to staple with this malfunction. New stapler and reload were used to complete the procedure with no patient consequences.